Event description:
Customer reports to have received a no delivery alarm then received a motor error alarm. Customer' blood glucose was 299 mg/dl. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer did not use sensor features. Customer was able to complete rewind sequence. Troubleshooting was performed for no delivery and insulin pump did not alarm with manual prime. Customer was advised that insulin pump would need to be replaced due to motor error alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.